Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, immediate implantation, infection, pain, bleeding, inflammation, mobility. After 4 weeks always slight discomfort and no stability; when attempting to screw in gingiva former --> explantation.